Event description:
It was reported that the patient had lioresal inadvertently injected into the subcutaneous pump pocket instead of the pump. It was reported that 40 mg was injected, however, the intrathecally dosing is typically in micrograms, not milligrams. The patient required hospitalization and completely recovered within one day. The lioresal treatment was continued.